Event description:
Complainant alleged that during the clinician's pacing of pt who was presenting an atrial fibrillation flutter, the device screen blanked out. The clinician then obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.